Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device was displaying a bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device was displaying a bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated by a manufacturer service technician and the failure of bias current error was not duplicated. Upon confirming that the device was conforming to specification the device was returned to the customer.